Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any alarms related to the complaint and no activities out of normal usage was found. The last basal and bolus were delivered 5 days after the complaint date. The total daily deliveries added up correctly for the basal and boluses indicating that the pump was delivering accurately up to the last day used. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl with trace ketones at times and was in a bad mood. It was reported that the patient changed site and self-administered insulin via pump and injection. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated that the inaccurate delivery issue started approximately two weeks ago. Review of potential causes for inaccurate delivery determined that bolus and basal deliveries were correct and as programmed. No specific issues were identified when potential causes for bg issue or perceived inaccurate delivery were reviewed. Review of time/date indicated that time was off by less than an hour and was determined not to be the cause of the inaccurate delivery issue. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because, the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.